Manufacturer narrative:
The device has not been received for evaluation. There is no indication that a device malfunction occurred. Log files were not sent for review. All available information supports that the product was functioning as designed and there was no malfunction. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received that a (B)(6) male patient with multiple comorbidities lost consciousness after completing standard home hemodialysis therapy and while still connected to the system on (B)(6) 2017. Resuscitative efforts were unsuccessful and the patient expired at 8:03 pm. The cause of death was documented in the medical records as cardiac arrest.